Manufacturer narrative:
The customer was provided with a replacement spectrum smart cable. The smart cable was returned to verathon for evaluation. The technical service representative connected the smart cable to a test monitor and a test single use blade. The technical service representative confirmed the loss of image. Since there are no repair available for the smart cable and the customer has received a replacement the returned smart cable was scrapped. Corrective action is not required at this time.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image was lost twice during the procedure. Reportedly a traditional intubation was performed, however the length of the delay was not reported. No harm to patient or user was reported.